Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device side assessed, as surgical impact opening. And missing side assessed, as inconclusive (shell thickness was within specification). Pain: unable to observe, since it is a medical event. And is not related to the device. Additional observation. No penetrating nick . No further actions are required, as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported, rupture of the left side device. Device has been explanted.

Event description:
Healthcare professional reported, left side rupture. Device has been explanted.

Manufacturer narrative:
Only device photos were received. Visual analysis: visual analysis of the photographs identified, pain: unable to observe, since it is a medical event. And is not related to the device. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Continued h.6: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported rupture of the left side device. Device has been explanted.